Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited a decrease in pacing and shock lead impedance measurements and a decrease in r-wave amplitude on this right ventricular (rv) lead. The night after implantation, this system showed oversensing, pacing inhibition, and a heart rate of 30 beats per minute (bpm). An attempt to recreate the noise and pacing inhibition was unsuccessful. An x-ray scan was performed, that did not reveal any abnormality. Technical services (ts) discussed troubleshooting options to prevent further patient symptoms. No additional adverse patient effects were reported. This rv lead remains in service.